Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10 results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the unit having a seized impeller due to metal shavings lodged between the impeller and the turbine housing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and a "disc/sense" alarm was active. Bench testing revealed there was no flow due to the turbine seizing and not spinning.

Event description:
It was reported to vyaire medical that the ventilator failed to achieve the correct tidal volume. There was no patient involvement associated with this reported event.